Event description:
It was reported that a physician was attempting to deploy a 5mm diameter x 40mm length complete self expanding (se) peripheral stentto treat a lesion located in the proximal profunda, and pre -dilation was performed. It was reported that the stent was partially deployed from the system while delivering to the patient. The system was delivered through a 6f cooks ansel crossover sheath, and when it reached the distal end of the sheath, the physician noticed the stent was half deployed under fluoroscopy. The stent was half deployed while the red stopper still not removed from the system. The stent could not be retrieved therefore the patient was transferred to the operation theatre to remove the stent, and the stent was subsequently removed using a surgical cut down method. Injury tothe patient was at the puncture site and the stent was trapped at the puncture site, requiring the physician to perform a surgical cut down. No other clinical sequelae were reported and the patient was reported to be stable after the procedure.

Manufacturer narrative:
Results: related to operational context (issue is most likely related to the attempt to use the device and is therefore procedural related); no results available since no evaluation performed (device or procedural images not provided for review); unapproved use of device (device used in the profunda artery). Conclusion: related to operational context (issue is most likely related to the attempt to use the device and is therefore procedural related); unable to confirm complaint (device or procedural images not provided for review). (B)(4).